Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope image did not appear at all. The issue occurred during receipt inspection for a therapeutic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the suggested event was caused since the output signal line was disconnected and shorted out due to the image sensor cable kinked. The kink of the image sensor cable was caused since strongly external load due to unexpected stress such as overload during a repair and excessively twisting and bending was applied to the cable, however, we could not specify the root cause. The event can be detected and prevented by following the instructions for use: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.